Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they received integrated multi-sensor technology (imt) standard air detect failure error. Ccc instructed the customer to align the pump and stylette port on the rotary valve. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the rotary valve and lubed the seal. The cse replaced all imt tubing, syringe, both syringe valves and their tuning. The cse cleaned the peristaltic pump rollers and set the pump rate. The cse performed calibration and diluent check. Customer ran quality controls (qc), which were within range. The cause of the discordant, falsely depressed na and k results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The sample was repeated twice on an alternate instrument, resulting lower on first repeat for na result and resulting without change for k result. Upon second repeat, the customer obtained higher values for na and k. The sample was repeated again, resulting higher than all previous results. The customer did not specify the instrument on which these results were obtained. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and k results.